Manufacturer narrative:
The device was received with the cannula assembly fully deployed, the needle completely retracted, and the pink slide insert was visible in the viewing window. There were no damages or defects found on the needle mechanism that would result in the needle deploying late. The needle mechanism was reset and was re-deployed. All needle mechanism components appeared normal both before and after reset and re-deployment, and the needle was able to re-deploy as intended. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod,  chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle deployed late when the pod was activated; this indicates a needle mechanism failure. The pod was not worn and no high blood glucose levels were reported.